Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, non-sustained oversensing due to post-paced t-wave oversensing were observed on the device. Programming changes were made. The patient¿s biv pacing was below 90%; otherwise, the patient was stable.